Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was less than expected. No additional information was available. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged battery life issue was not duplicated. Review of black box data found that the available dates did not cover the complaint date due to continued customer use. No evidence of short battery life was found on the available black box data. Using the returned battery cap, the pump powered and functioned properly. A rewind/load/prime sequence was executed without incidences. Electrical current draws were within specifications. Pump casing was opened and there was no evidence of moisture intrusion or loose component.